Event description:
It was reported that during the implant procedure, the physician attempted to advance the outer sheath over the inner sheath in the coronary sinus which dislodged the band from the inner catheter. The band was not recovered and was presumed that it remained in the patients coronary sinus.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H device evaluation anticipated, but not yet begun.